Event description:
An unspecified error message was reported with the ADC device. The customer was therefore unable to obtain sensor readings. The customer experienced trembling and cold sweat, and was unable to self-treat, requiring finger-prick measurement, Jubin (gel) by a non-healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per ADC's established processes and procedures, and a report will be submitted upon completion of investigation activities.All pertinent information available to Abbott Diabetes Care has been submitted.